Event description:
It was reported that the patient was experiencing pain from using the orthopak assembly. The patient was using the orthopak on her foot. The patient stated that she experienced a painful burning sensation in her pinky toe one time. Every other time, the patient stated that the medial side of her foot ached of a deep pain. The patient saw her doctor for her symptoms and was advised to continue use since there was a major improvement. The sales representative advised the patient to try to lessen her treatment time but within two minutes of wearing the unit, the patient described the pain as unbearable. The doctor provided a script to switch the patient to a different device for treatment. No additional patient consequences have been reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. No physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint. The device operated/functioned as intended. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. D10: device availability added. G4: date received by manufacturer added. G7: type of report. H2: follow up types. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 10: testing of actual/suspected device. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Medical product: 5th metatarsal screw. Therapy date: unknown. Medical product: 5th metatarsal pin. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device has not been returned.

Event description:
It was reported that the patient was experiencing pain from using the orthopak assembly. The patient was using the orthopak on her foot. The patient stated that she experienced a painful burning sensation in her pinky toe one time. Every other time, the patient stated that the medial side of her foot ached of a deep pain. The patient saw her doctor for her symptoms and was advised to continue use since there was a major improvement. The sales representative advised the patient to try to lessen her treatment time but within two minutes of wearing the unit, the patient described the pain as unbearable. The doctor provided a script to switch the patient to a different device for treatment. No additional patient consequences have been reported.